Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was post lumbar laminectomy syndrome. The date of the event was (B)(6) 2017. It was reported that the pump and personal therapy manager (ptm) were not working right. In 2017 (approximately a month after pump implant) the pump started moving and it hurts. The pain pump device was not working. The machine was failing. Since 2017 (approximately 9 months ago) the ptm had poor communication with and without the antenna and would take forever to connect. The patient had to keep moving it around and it finally reads it. The antenna stopped reading it and was not working at all. Every three to four hours the patient would get a ¿rush of euphoria: and sweat when he tried using the ptm and could not connect. The patient had to stick it on his side, grab his pump, get situated, take the ptm and had to keep turning it until it would read it. The patient turned it sideways and it was not working. When the patient went to the last 2-3 refills the healthcare provider (hcp) had problems reading the pump. It took the hcp longer and longer trying to read the pump. Since day of pump implant on (B)(6) 2017 the patient experienced nausea, not eating much and was losing weight. The patient was told that the nausea was from the medications that he was using. The patient had a ¿cocktail in his pump¿ of two medications. The patient was excited about having it adjusted because they had him on too much. The patient had been going to the hcp to have it adjusted and it was at 0.6 something. They have been trying to have it adjusted since day one so that he does not feel nauseous and sick to his stomach from it and to be effective. The patient still had nausea and it did not go away. Because the patient lost weight, the pump moved and was not laying against his side. When he goes to bed, it is falling over every time he lays on it. Instead of pump lying flat against the side of him, it turns 90 degrees. When he rolls over the pump gets shoved back in to him, right up in him, it does not lay flat again, it hurts. The patient was going to have the pump repositioned on (B)(6). The patient was scared and was shaking; ¿it is probably going to kill me¿. Per the patient it was not just his ptm and it was the pump that was causing it. The patient wanted the pump replaced. The hcp planned to reposition the pump on (B)(6). The patient received a replacement ptm and they were not able to get it to couple to the pump with or without the antenna. The poor communication screen was seen with and without the antenna. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient was receiving bupivacaine (5.0 mg/ml, 0.6285 mg/day) and dilaudid (5.0 mg/ml, 0.6285 mg/day). The pump was repositioned on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.